Manufacturer narrative:
(B)(4). Medical product - epoly ringloc liner catalog#: ep-105895 lot#: 958570, echo femoral stem catalog#: 192411 lot#: 672690, femoral head catalog#: 11-363661 lot#: 544610. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the acetabular cup "spun out" at the implant-bone interface while testing the range of motion. The acetabular cup and liner were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.